Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-04177. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a laparoscopic hernia repair on an unknown date and absorbable staples were used to fixate the mesh. The patient experienced a recurrent hernia and was reoperated on (B)(6) 2012. Additional information has been requested.